Manufacturer narrative:
(B)(4). It is noted that an in-service was provided to the user facility by the sales representative. Teleflex representative instructed that the suture wings on the catheter hub are the primary means of securement, and the box clamp assembly for secondary securement. The customer report of device migration could not be confirmed as no sample was returned for complaint investigation. However, the customer explicitly stated that the catheter was secured to the patient by suturing the catheter clamp and not the juncture hub. The IFU provided with this kit instructs the user that the juncture hub should be the primary suture site. Because of this, intentional user error likely caused or contributed to this event. An in-service request has been initiated to inform the user of the correct procedure for securing the catheter. A device history record review was performed , and no relevant findings were identified. Corrective action is not required as user error likely caused or contributed to this event.

Event description:
The customer reports: the inserted catheter moved 5cm from the insertion site, which caused medication leaking and an adverse event occurred. According to the report, the user secured catheter to the patient by suturing the catheter clamp but didn't use the junction hub. It is unsure that catheter leaking was the cause of this adverse event, however, the patient developed laryngeal edema and, which caused a patient's suffocation. The patient is still followed up in the hospital.